Event description:
Legal case - (B)(6). Related (B)(4). As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. The patient was further advised by her treating physician that she will likely require total knee revision surgery to her left knee due to accelerated and preventable wear of the tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery could not be found (hss). Historical record & smartsolve searched for sn/patient name with no results. (B)(6), 02-012-44-3515 - logic tibia implant psc insert, sz 3.5, 15mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k110547.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.